Manufacturer narrative:
Additional device product code: hrs due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Patient code (B)(4) used to capture change in surgical plan: the locking screws would not lock in the plate. The surgeon changed to cortex screws, which is a change in surgical plan. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) locking screws would not lock into an unknown plate during a hand fracture repair procedure on (B)(6) 2018. The surgeon was manually placing screws through the screw hole of the plate when the two screws malfunctioned. The procedure was completed without incident using two cortex screws. No patient harm was reported. There was a 45 second surgical delay related to switching the screws. The patient outcome was reported stable. Procedure was completed successfully. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records (DHR) review was completed for part# 02.130.208, lot# l714420. Manufacturing location: grenchen, release to warehouse date: jan 30, 2018. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. The screw was received at customer quality (cq) with minor wear, but no damage that would inhibit function was observed. The stardrive screw head recess shows wear consistent with interaction with a screwdriver during attempted screw insertion. The reported complaint condition of not locking to the plate was not able to be confirmed or replicated at customer quality (cq) via functional test because the plate involved in the event was not returned for investigation. The returned screw was manufactured in january 2018. No non- conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. Tabulated product drawing for the family of 1.5mm variable angle screws was reviewed during this investigation. The returned screw is an implant in the variable angle locking hand system indicated for fragment specific fracture fixation of the hand. The major shaft thread diameter measured ø1.42mm at cq (ca592) which is within specification of max ø1.55mm per drawing. The proximal major head thread diameter measured ø2.15mm at cq (ca592). However, this dimension is a reference dimension and could not be compared to a specification. Post manufacturing thread wear consistent with attempted locking to a plate has prevented any further relevant accurate dimensional analysis. Definite root cause could not be determined for this complaint. It is possible that the returned va screw was attempted to be inserted outside of the 30-degree cone required by design as there is no mention of using the variable angle drill guide during the event. No product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.